Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that they received a replacement recharger antenna and were still having problems with getting coupling and they mentioned they are still having tremors. Antenna locate was performed and this resolved the coupling issue. Ins reported to be almost full. Patient was able to get 6-8 coupling bars. Ins status was off and the patient turned stim on. The patient was unsure how the stim got shut off. Patient did mention they fell about a week ago and are unsure if that is related to the issue. Patient now reports she can feel stimulation and tremor is calming down.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremors and movement disorders. Patient reported poor coupling. Patient stated they were only able to get 2 coupling bars when trying to charge their ins. Patient stated it was showing 1/2 full at the time of the report. Repositioning the antenna over the ins/antenna locate steps were reviewed and attempted a recharge session but that did not resolve the issue. There were no any ins pocket concerns mentioned as a possible reason for recharging concerns. An email was sent to the repair department and a new ins recharger (insr) was sent to patient and it was reviewed for patient to call back if the issue did not resolve. It was also reported that the insr was damaged. Patient reported return of tremors, further stating it felt like they had an artificial limb because it was flopping around so bad. Patient stated they think it was because they were no longer able to use stimulation because they could not charge. No further patient complications were reported/ anticipated as a result of this event.